Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed an error during the prime process, and the device was stuck on prime mode, but the customer was disconnected. It was stated that the numbers did not appear and no beeps could be heard. No further information was provided.